Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains'), genital haemorrhage ('more severe heavy bleeding/ irregular bleeding/spotting') and weight increased ('weight gain / essure worsened a previously existing injury gained over 100 pounds') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation essure/endometrial ablation during essure insertion". The patient's medical history included endometrial ablation in 2010, broken leg in 2007, parity 1 in 2006, c-section (umbilical cord wrapped around daughter's neck) in 2006, colposcopy in 2004, cryotherapy (result-paps neg since) in 2004, gravida ii, abdominal distension, irritable bowel syndrome, multiple allergies, hypertension, obesity, pregnancy, gas pain, constipation, labour induction, increased blood pressure, vaginal delivery, dysuria, uti, ankle operation, cervical vertebral fracture c2, low back pain, urination frequency of, urinary urgency, suprapubic pain, hemorrhagic cystitis, blood in urine, burning micturition, sexual transmission of infection, anxiety, ex-smoker, marijuana use, bulimia, pancreatic cancer (father), nonsmoker, cervical cancer, hemorrhagic cystitis, cellulitis, bacterial vaginosis and obesity (bmi 34 at time of essure placement). Previously administered products included for an unreported indication: implanon and mirena. Concurrent conditions included vaginal haemorrhage, depression, alcohol use, closed head injury, trauma, diabetes, thyroid disorder, bladder spasm, headache, urine analysis abnormal, foot pain, neuropathy, joint pain, pap smear abnormal, vaginal itching, fever, general body pain, chills, sore throat, ear pain, cough, chest pain, yeast infection, vaginal itching, lower abdominal pain, menstrual cramps, flank pain, adnexa uteri pain, radicular pain, gerd, menstruation abnormal, plantar fasciitis, sciatica, nicotine dependence, hyperlipidemia, social alcohol drinker and hand injury. Concomitant products included naproxen for bladder spasm as well as caffeine, ciprofloxacin (cipro), ibuprofen and naproxen sodium (aleve). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), loss of libido ("loss of libido due to pain") and alopecia ("hair loss"). In 2014, the patient experienced the first episode of abdominal pain lower ("severe abdominal pain / severe pain in lower abdomen / severe left lower abdomen pain (severe burning/cramping)"), back pain ("severe back pain / severe pain in lower back"), the second episode of abdominal pain lower ("severe pain in lower abdomen / severe left lower abdomen pain (severe burning/cramping)") and pain in extremity ("severe pain in left leg"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse (stabbing pain)"), headache ("headache"), urinary tract infection ("multiple urinary tract infections"), sexual dysfunction ("sexual dysfunction"), coital bleeding ("bleeding after intercourse"), anxiety ("anxiety"), neuralgia ("nerve pain"), memory impairment ("forgetfulness"), mood swings ("mood swings"), hypoaesthesia ("numbness in legs, hands, feet"), vaginal infection ("vaginitis"), nausea ("nausea"), investigation noncompliance ("did you undergo essure confirmation test-no."), arthralgia ("joint pain"), rash ("rash") and menstruation irregular ("irregular cycles") and was found to have weight increased (seriousness criterion medically significant) and uterine leiomyoma ("uterine fibroid"). The patient was treated with celecoxib (celebrex), colistimethate sodium;erythromycin glucoheptonate (antibiotic simplex), gabapentin, ibuprofen, tramadol and surgery (hysterectomy, she underwent ablation on the (B)(6) 2010, and she underwent sleeve and loop switch weight loss surgery for control). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, back pain, depression, fatigue, dyspareunia, weight fluctuation, loss of libido, headache, alopecia, the last episode of abdominal pain lower, pain in extremity, uterine leiomyoma, urinary tract infection, coital bleeding, anxiety, memory impairment, mood swings, hypoaesthesia, vaginal infection, nausea, investigation noncompliance, arthralgia, rash and menstruation irregular outcome was unknown and the neuralgia had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, investigation noncompliance, loss of libido, memory impairment, menstruation irregular, mood swings, nausea, neuralgia, pain in extremity, pelvic pain, rash, sexual dysfunction, urinary tract infection, uterine leiomyoma, vaginal infection, weight fluctuation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: her last menstrual period was (B)(6) 2015. She have instructed her that she can continue to live with the condition, continue to treat conservatively (failed previously) or undertake laparoscopic hysterectomy with l without b.s.o. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Ultrasound abdomen - in (B)(6) 2016: results: developed a uterine fibroid. Her last pap / pelvic exam was in 2013 and was reported as normal by the patient. Liver function tests abnormal. On an unknown date transvaginal ultrasound is performed for complaints of llq pain. On today's examination the uterus is normal in size. There is a fibroid present in the posterior myometrium measuring 2.3x2.2x2.3cm. Both ovaries are normal in size and appearance. There are no abnormal adnexal masses or fluid collections noted. Transvaginal scan performed. The uterus is anteverted. Labs 213116 with normal cbc, normal cmp ex 44ast and 75 alt. Normal urine. On an unknown date exercise electrocardiogram at variable speed and slope : results: negative but abnormal due to exercise induced hypoxemia. On an unknown date CT of the cervical spine which showed, there are bilateral fractures of the posterior arch of c2 in the pars interarticularis area. There is an associated anterior dislocation of the body of c2 in relationship to the body of c3 with about 2mm of anterior displacement. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 17-aug-2020: pif received-events added-joint pain, rash. Essure removal date added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains') and genital haemorrhage ('more severe heavy bleeding/ irregular bleeding/spotting') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation essure/endometrial ablation during essure insertion". The patient's medical history included endometrial ablation in 2010, broken leg in 2007, parity 1 in 2006, c-section (umbilical cord wrapped around daughter's neck) in 2006, colposcopy in 2004, cryotherapy (result-paps neg since) in 2004, gravida ii, abdominal distension, irritable bowel syndrome, multiple allergies, hypertension, obesity, pregnancy, gas pain, constipation, labour induction, increased blood pressure, vaginal delivery, dysuria, uti, ankle operation, cervical vertebral fracture c2, low back pain, urination frequency of, urinary urgency, suprapubic pain, hemorrhagic cystitis, blood in urine, burning micturition, sexual transmission of infection, anxiety, ex-smoker, marijuana use, bulimia, pancreatic cancer (father), nonsmoker, cervical cancer, hemorrhagic cystitis, cellulitis, bacterial vaginosis and obesity (bmi 34 at time of essure placement). Previously administered products included for an unreported indication: implanon and mirena. Concurrent conditions included vaginal haemorrhage, depression, alcohol use, closed head injury, trauma, diabetes, thyroid disorder, bladder spasm, headache, urine analysis abnormal, foot pain, neuropathy, joint pain, pap smear abnormal, vaginal itching, fever, general body pain, chills, sore throat, ear pain, cough, chest pain, yeast infection, vaginal itching, lower abdominal pain, menstrual cramps, flank pain, adnexa uteri pain, radicular pain, gerd, menstruation abnormal, plantar fasciitis, sciatica, nicotine dependence, hyperlipidemia, social alcohol drinker and hand injury. Concomitant products included naproxen for bladder spasm as well as caffeine, ciprofloxacin (cipro), ibuprofen and naproxen sodium (aleve). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), loss of libido ("loss of libido due to pain") and alopecia ("hair loss"). In 2014, the patient experienced the first episode of abdominal pain lower ("severe abdominal pain / severe pain in lower abdomen / severe left lower abdomen pain (severe burning/cramping)"), back pain ("severe back pain / severe pain in lower back"), the second episode of abdominal pain lower ("severe pain in lower abdomen / severe left lower abdomen pain (severe burning/cramping)") and pain in extremity ("severe pain in left leg"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse (stabbing pain)"), headache ("headache"), urinary tract infection ("multiple urinary tract infections"), sexual dysfunction ("sexual dysfunction"), coital bleeding ("bleeding after intercourse"), anxiety ("anxiety"), neuralgia ("nerve pain"), memory impairment ("forgetfulness"), mood swings ("mood swings"), hypoaesthesia ("numbness in legs, hands, feet"), vaginal infection ("vaginitis"), nausea ("nausea"), investigation noncompliance ("did you undergo essure confirmation test-no."), arthralgia ("joint pain"), rash ("rash") and menstruation irregular ("irregular cycles") and was found to have weight increased ("weight gain / essure worsened a previously existing injury gained over 100 pounds") and uterine leiomyoma ("uterine fibroid"). The patient was treated with celecoxib (celebrex), colistimethate sodium;erythromycin glucoheptonate (antibiotic simplex), gabapentin, ibuprofen, tramadol and surgery (hysterectomy, she underwent ablation on the (B)(6) 2010, and she underwent sleeve and loop switch weight loss surgery for control). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, back pain, depression, fatigue, dyspareunia, weight fluctuation, loss of libido, headache, alopecia, the last episode of abdominal pain lower, pain in extremity, uterine leiomyoma, urinary tract infection, coital bleeding, anxiety, memory impairment, mood swings, hypoaesthesia, vaginal infection, nausea, investigation noncompliance, arthralgia, rash and menstruation irregular outcome was unknown and the neuralgia had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, investigation noncompliance, loss of libido, memory impairment, menstruation irregular, mood swings, nausea, neuralgia, pain in extremity, pelvic pain, rash, sexual dysfunction, urinary tract infection, uterine leiomyoma, vaginal infection, weight fluctuation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: her last menstrual period was (B)(6) 2015. She have instructed her that she can continue to live with the condition, continue to treat conservatively (failed previously) or undertake laparoscopic hysterectomy with l without b.s.o. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Ultrasound abdomen - in (B)(6) 2016: results: developed a uterine fibroid. Her last pap / pelvic exam was in 2013 and was reported as normal by the patient. Liver function tests abnormal. On an unknown date transvaginal ultrasound is performed for complaints of llq pain. On today's examination the uterus is normal in size. There is a fibroid present in the posterior myometrium measuring 2.3x2.2x2.3cm. Both ovaries are normal in size and appearance. There are no abnormal adnexal masses or fluid collections noted. Transvaginal scan performed. The uterus is anteverted. Labs 213116 with normal cbc, normal cmp ex 44ast and 75 alt. Normal urine. On an unknown date exercise electrocardiogram at variable speed and slope : results: negative but abnormal due to exercise induced hypoxemia. On an unknown date CT of the cervical spine which showed, there are bilateral fractures of the posterior arch of c2 in the pars interarticularis area. There is an associated anterior dislocation of the body of c2 in relationship to the body of c3 with about 2mm of anterior displacement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains/ chronic pelvic pain') and genital haemorrhage ('more severe heavy bleeding/ irregular bleeding/spotting') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation essure/endometrial ablation during essure insertion". The patient's medical history included endometrial ablation in 2010, broken leg in 2007, parity 1 in 2006, c-section (umbilical cord wrapped around daughter's neck) in 2006, colposcopy in 2004, cryotherapy (result-paps neg since) in 2004, gravida ii, abdominal distension, irritable bowel syndrome, multiple allergies, hypertension, obesity, pregnancy, gas pain, constipation, labour induction, increased blood pressure, vaginal delivery, dysuria, uti, ankle operation, cervical vertebral fracture c2, low back pain, urination frequency of, urinary urgency, suprapubic pain, hemorrhagic cystitis, blood in urine, burning micturition, sexual transmission of infection, anxiety, ex-smoker, marijuana use, bulimia, pancreatic cancer (father), nonsmoker, cervical cancer, hemorrhagic cystitis, cellulitis, bacterial vaginosis and obesity (bmi 34 at time of essure placement). Previously administered products included for an unreported indication: implanon and mirena. Concurrent conditions included vaginal haemorrhage, depression, alcohol use, closed head injury, trauma, diabetes, thyroid disorder, bladder spasm, headache, urine analysis abnormal, foot pain, neuropathy, joint pain, pap smear abnormal, vaginal itching, fever, general body pain, chills, sore throat, ear pain, cough, chest pain, yeast infection, vaginal itching, lower abdominal pain, menstrual cramps, flank pain, adnexa uteri pain, radicular pain, gerd, menstruation abnormal, plantar fasciitis, sciatica, nicotine dependence, hyperlipidemia, social alcohol drinker and hand injury. Concomitant products included naproxen for bladder spasm as well as caffeine, ciprofloxacin (cipro), ibuprofen and naproxen sodium (aleve). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), loss of libido ("loss of libido due to pain") and alopecia ("hair loss"). In 2014, the patient experienced the first episode of abdominal pain lower ("severe abdominal pain / severe pain in lower abdomen / severe left lower abdomen pain (severe burning/cramping)"), back pain ("severe back pain / severe pain in lower back"), the second episode of abdominal pain lower ("severe pain in lower abdomen / severe left lower abdomen pain (severe burning/cramping)") and pain in extremity ("severe pain in left leg"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse (stabbing pain)"), headache ("headache"), urinary tract infection ("multiple urinary tract infections"), sexual dysfunction ("sexual dysfunction"), coital bleeding ("bleeding after intercourse"), anxiety ("anxiety"), neuralgia ("nerve pain"), memory impairment ("forgetfulness"), mood swings ("mood swings"), hypoaesthesia ("numbness in legs, hands, feet"), vaginal infection ("vaginitis"), nausea ("nausea"), investigation noncompliance ("did you undergo essure confirmation test-no."), arthralgia ("joint pain"), rash ("rash") and menstruation irregular ("irregular cycles") and was found to have weight increased ("weight gain / essure worsened a previously existing injury gained over 100 pounds") and uterine leiomyoma ("uterine fibroid"). The patient was treated with celecoxib (celebrex), colistimethate sodium;erythromycin glucoheptonate (antibiotic simplex), gabapentin, ibuprofen, tramadol and surgery (hysterectomy, she underwent ablation on the (B)(6) 2010, and she underwent sleeve and loop switch weight loss surgery for control). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, back pain, depression, fatigue, dyspareunia, weight fluctuation, loss of libido, headache, alopecia, the last episode of abdominal pain lower, pain in extremity, uterine leiomyoma, urinary tract infection, coital bleeding, anxiety, memory impairment, mood swings, hypoaesthesia, vaginal infection, nausea, investigation noncompliance, arthralgia, rash and menstruation irregular outcome was unknown and the neuralgia had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, investigation noncompliance, loss of libido, memory impairment, menstruation irregular, mood swings, nausea, neuralgia, pain in extremity, pelvic pain, rash, sexual dysfunction, urinary tract infection, uterine leiomyoma, vaginal infection, weight fluctuation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: her last menstrual period was (B)(6) 2015. She have instructed her that she can continue to live with the condition, continue to treat conservatively (failed previously) or undertake laparoscopic hysterectomy with l without b.s.o. Trailing coils: post-procedure, the left ostia with 1.5 essure coils visible, the right ostia with 2.5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Ultrasound abdomen - (B)(6) 2016: results: developed a uterine fibroid. Her last pap / pelvic exam was in 2013 and was reported as normal by the patient. Liver function tests abnormal. On an unknown date transvaginal ultrasound is performed for complaints of llq pain. On today's examination the uterus is normal in size. There is a fibroid present in the posterior myometrium measuring 2.3x2.2x2.3cm. Both ovaries are normal in size and appearance. There are no abnormal adnexal masses or fluid collections noted. Transvaginal scan performed. The uterus is anteverted. Labs 213116 with normal cbc, normal cmp ex 44ast and 75 alt. Normal urine. On an unknown date exercise electrocardiogram at variable speed and slope : results: negative but abnormal due to exercise induced hypoxemia. On an unknown date CT of the cervical spine which showed, there are bilateral fractures of the posterior arch of c2 in the pars interarticularis area. There is an associated anterior dislocation of the body of c2 in relationship to the body of c3 with about 2mm of anterior displacement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2022: medical record received. Reporters information and race added. Fu marked significant for harmonization of FDA/imdrf codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains/ chronic pelvic pain') and genital haemorrhage ('more severe heavy bleeding/ irregular bleeding/spotting') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation essure/endometrial ablation during essure insertion". The patient's medical history included endometrial ablation in 2010, broken leg in 2007, parity 1 in 2006, c-section (umbilical cord wrapped around daughter's neck) in 2006, colposcopy in 2004, cryotherapy (result-paps neg since) in 2004, gravida ii, abdominal distension, irritable bowel syndrome, multiple allergies, hypertension, obesity, pregnancy, gas pain, constipation, labour induction, increased blood pressure, vaginal delivery, dysuria, uti, ankle operation, cervical vertebral fracture c2, low back pain, urination frequency of, urinary urgency, suprapubic pain, hemorrhagic cystitis, blood in urine, burning micturition, sexual transmission of infection, anxiety, ex-smoker, marijuana use, bulimia, pancreatic cancer (father), nonsmoker, cervical cancer, hemorrhagic cystitis, cellulitis, bacterial vaginosis and obesity (bmi 34 at time of essure placement). Previously administered products included for an unreported indication: implanon and mirena. Concurrent conditions included vaginal haemorrhage, depression, alcohol use, closed head injury, trauma, diabetes, thyroid disorder, bladder spasm, headache, urine analysis abnormal, foot pain, neuropathy, joint pain, pap smear abnormal, vaginal itching, fever, general body pain, chills, sore throat, ear pain, cough, chest pain, yeast infection, vaginal itching, lower abdominal pain, menstrual cramps, flank pain, adnexa uteri pain, radicular pain, gerd, menstruation abnormal, plantar fasciitis, sciatica, nicotine dependence, hyperlipidemia, social alcohol drinker and hand injury. Concomitant products included naproxen for bladder spasm as well as caffeine, ciprofloxacin (cipro), ibuprofen and naproxen sodium (aleve). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), loss of libido ("loss of libido due to pain") and alopecia ("hair loss"). In 2014, the patient experienced the first episode of abdominal pain lower ("severe abdominal pain / severe pain in lower abdomen / severe left lower abdomen pain (severe burning/cramping)"), back pain ("severe back pain / severe pain in lower back"), the second episode of abdominal pain lower ("severe pain in lower abdomen / severe left lower abdomen pain (severe burning/cramping)") and pain in extremity ("severe pain in left leg"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse (stabbing pain)"), headache ("headache"), urinary tract infection ("multiple urinary tract infections"), sexual dysfunction ("sexual dysfunction"), coital bleeding ("bleeding after intercourse"), anxiety ("anxiety"), neuralgia ("nerve pain"), memory impairment ("forgetfulness"), mood swings ("mood swings"), hypoaesthesia ("numbness in legs, hands, feet"), vaginal infection ("vaginitis"), nausea ("nausea"), investigation noncompliance ("did you undergo essure confirmation test-no."), arthralgia ("joint pain"), rash ("rash") and menstruation irregular ("irregular cycles") and was found to have weight increased ("weight gain / essure worsened a previously existing injury gained over 100 pounds") and uterine leiomyoma ("uterine fibroid"). The patient was treated with celecoxib (celebrex), colistimethate sodium;erythromycin glucoheptonate (antibiotic simplex), gabapentin, ibuprofen, tramadol and surgery (hysterectomy, she underwent ablation on the (B)(6) 2010, and she underwent sleeve and loop switch weight loss surgery for control). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, back pain, depression, fatigue, dyspareunia, weight fluctuation, loss of libido, headache, alopecia, the last episode of abdominal pain lower, pain in extremity, uterine leiomyoma, urinary tract infection, coital bleeding, anxiety, memory impairment, mood swings, hypoaesthesia, vaginal infection, nausea, investigation noncompliance, arthralgia, rash and menstruation irregular outcome was unknown and the neuralgia had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, investigation noncompliance, loss of libido, memory impairment, menstruation irregular, mood swings, nausea, neuralgia, pain in extremity, pelvic pain, rash, sexual dysfunction, urinary tract infection, uterine leiomyoma, vaginal infection, weight fluctuation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: her last menstrual period was (B)(6) 2015. She have instructed her that she can continue to live with the condition, continue to treat conservatively (failed previously) or undertake laparoscopic hysterectomy with l without b.s.o. Trailing coils: post-procedure, the left ostia with 1.5 essure coils visible, the right ostia with 2.5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Ultrasound abdomen - in (B)(6) 2016: results: developed a uterine fibroid. Her last pap / pelvic exam was in 2013 and was reported as normal by the patient. Liver function tests abnormal. On an unknown date transvaginal ultrasound is performed for complaints of llq pain. On today's examination the uterus is normal in size. There is a fibroid present in the posterior myometrium measuring 2.3x2.2x2.3cm. Both ovaries are normal in size and appearance. There are no abnormal adnexal masses or fluid collections noted. Transvaginal scan performed. The uterus is anteverted. Labs 213116 with normal cbc, normal cmp ex 44ast and 75 alt. Normal urine. On an unknown date exercise electrocardiogram at variable speed and slope : results: negative but abnormal due to exercise induced hypoxemia. On an unknown date CT of the cervical spine which showed, there are bilateral fractures of the posterior arch of c2 in the pars interarticularis area. There is an associated anterior dislocation of the body of c2 in relationship to the body of c3 with about 2mm of anterior displacement. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("more severe heavy bleeding/ irregular bleeding/spotting") and weight increased ("weight gain / essure worsened a previously existing injury gained over 100 pounds") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation essure/endometrial ablation during essure insertion". The patient's past medical history included parity 1 in 2006, parity 2, c-section (umbilical cord wrapped around daughter's neck) in 2006 and broken leg in 2007. Previously administered products included for an unreported indication: implanon in 2008 and mirena in 2006. Concurrent conditions included vaginal haemorrhage and depression. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), loss of libido ("loss of libido due to pain") and alopecia ("hair loss"). In 2014, the patient experienced abdominal pain ("severe abdominal pain / severe pain in lower abdomen / severe left lower abdomen pain (severe burning/cramping)"), back pain ("severe back pain / severe pain in lower back"), abdominal pain lower ("severe pain in lower abdomen / severe left lower abdomen pain (severe burning/cramping)") and pain in extremity ("severe pain in left leg"). On an unknown date, the patient experienced weight increased (seriousness criterion medically significant), dyspareunia ("pain during intercourse (stabbing pain)"), pelvic pain ("pains"), headache ("headache"), uterine leiomyoma ("uterine fibroid"), urinary tract infection ("multiple urinary tract infections"), sexual dysfunction ("sexual dysfunction"), coital bleeding ("bleeding after intercourse"), anxiety ("anxiety"), neuralgia ("nerve pain"), memory impairment ("forgetfulness"), mood swings ("mood swings"), hypoaesthesia ("numbness in legs, hands, feet"), vaginal infection ("vaginitis"), nausea ("nausea") and investigation noncompliance ("did you undergo essure confirmation test-no."). The patient was treated with celecoxib (celebrex), gabapentin, ibuprofen, tramadol, surgery (she underwent ablation on the (B)(6) 2010) and surgery (she underwent sleeve and loop switch weight loss surgery for control). Essure treatment was not changed. At the time of the report, the genital haemorrhage, weight increased, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, dyspareunia, pelvic pain, weight fluctuation, loss of libido, headache, alopecia, abdominal pain lower, pain in extremity, uterine leiomyoma, urinary tract infection, coital bleeding, anxiety, memory impairment, mood swings, hypoaesthesia, vaginal infection, nausea and investigation noncompliance outcome was unknown and the neuralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, investigation noncompliance, loss of libido, memory impairment, mood swings, nausea, neuralgia, pain in extremity, pelvic pain, sexual dysfunction, urinary tract infection, uterine leiomyoma, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 4701.7 kg/sqm. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters added. Patients demographics added. Historical drugs and conditions added. Treatment and concomitant medication added. New events added. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.